Event description:
It was reported that the left ventricular (lv) lead had pulled back and was not functional. The lv lead was inactivated and later was cut and a portion of the lead was explanted. The lv lead was not replaced as the physician did not want to try and reposition the lead due to poor patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.